Event description:
Consumer called on behalf of their patient. Readings patient had been receiving are lowere than normal. Analysis run on clark error grid using mean avg. Reading (54) vs. Bd readings (22, 74, 67) yielded data points in the d range of the grid, outside acceptable limits.